Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 248 mg/dl. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer reported that the auto mode was not in use. The customer performed troubleshooting and found air bubbles in the tubing. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.